Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40s mg/dl to 50s mg/dl. The customer also stated that, the sensor had lost sensor signal alert and change sensor alarm. Customer did not receive a change sensor alert after a calibration not accepted. The device is not expected to be returned for analysis.